Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4: reference MFR. Report#: 1627487-2019-02809, reference MFR. Report#:1627487-2019-02811, reference MFR. Report#:1627487-2019-02812. It was reported that the patient underwent surgical intervention wherein the scs system was explanted. No further information is known at this time.

Event description:
Device 2 of 4; reference MFR. Report#: 1627487-2019-02809, reference MFR. Report#:1627487-2019-02811, reference MFR. Report#:1627487-2019-02812.